Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; analyzer passed incoming functional testing. The analyzer battery had low voltage (depleted). It was noted the problem may have been caused by the battery of the analyzer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pacemaker analyzer is experiencing an intermittent power fault, whereby the unit occasionally and spontaneously reboots during operation. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.